Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 78 mg/dl, 600 mg/dl at the time of the incident and was under delivering while the current blood glucose of the patient is 560 mg/dl. Customer was treated with 8 units of manual insulin 3x then another 9 units just to treat her high blood glucose level. Customer experienced symptoms such as nausea and very thirsty (nausea but not extreme). Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also states that insulin pump was able to allege insulin pump for under delivery. Troubleshooting was assisted for high blood glucose. Displacement test, self test, high pressure test were performed and in high pressure test the insulin pump received an insulin flow block alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.